Event description:
The scope had dropped, not escapes.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data based on the information supplied by the customer. Please refer to the following sections for the corrected data: b5.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the customer alleged that the scope "escapes". However, after additional follow up, the customer confirmed the entire scope was dropped and that nothing escapes. This was prior to a procedure and there was no patient involvement. The initial report was sent out of caution as if something might have fell off from the distal end. Per the legal manufacturer, this issue (the scope being dropped) is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope escapes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scope escapes was not confirmed. The device evaluation found that the electrical connector had leaked from the pin, c-cover had deep scratches, bending rubber glue had cracked at both ends, and the electrical connector contact pin was broken. Additionally, the evaluator did not observe moisture from the scope connector during an advanced diagnostics test.

Event description:
The issue was found during reprocessing. The type of procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Please refer to the following sections for new information: b5, h4.